Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being reported that there is a "leak in iab circuit" and this issue had occurred in the logs on may 9th. But the fse was not able to reproduce the issue that the customer had experienced. Then the fse had performed the full system checkout as required and also completed the system checkout with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak in the circuit and optical calibration expired. There was no harm reported.